Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months post implant, the patient experienced atrial flutter. Far field r-wave (ffrw) oversensing and undersensing were also observed on the right atrial (ra) lead . The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.